Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no audio output on (B)(6) 2015. Patient claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts not functional, but device did vibrate. At the time of contact the foreign distributor did not report any injury or medical intervention.